Event description:
As reported on (B)(6) 2014, a female patient of and unknown age presented for an endovenous laser procedure. The treating physician successfully completed the first vein ablation. While performing the second vein ablation, when trying to withdraw the wire, there was resistance felt. The physician was unable to withdraw the wire, therefore the wire and catheter were removed as one unit and set aside. After removing the devices, it was noted a piece of the wire remained inside of the patient. This fracture piece was protruding from the insertion site, so the treating physician was able to successfully remove the entire piece. It was confirmed via ultrasound, that no piece remained inside of the patient. A new of the same was used to attempt to complete the procedure, however due to a spasm in the vein, the procedure was unable to be completed. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specification. (B)(4).